Event description:
The event is reported as: complaint alleges that it was impossible to close the clip. This was the second clip used that didn't close. It was reported the clips fell into the patient, but were retrieved. Additional information was requested, but not received in time for this report.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.